Manufacturer narrative:
Concomitant medical devices: product ID: 8703, lot# j92093726, implanted: (B)(6) 1992, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via an implantable pump. Indications for use (IFU) were listed as non-malignant pain and failed back surgery syndrome. Medical history and concomitant medications were not reported. It was reported that the patient's current pump was implanted higher because their second and third pump would flip when they sat down due to the pump pocket location being lower on their waistline. Refer to MFR report number 3007566237-2015-03608 for 2nd pump flip.